Event description:
It was reported the stent began to deploy but stopped about 1/3 of the way during deployment and then "jammed". The stent was removed. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned to the mfg site to date, so it has not been evaluated. Based on the info received at this time, the results are inconclusive and the root cause of the event is unk.